Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that 1 pen ndl 32g 4mm needle was difficult to operate. The following information was provided by the initial reporter :   the consumer reported that when attaching pen needles to the "teshiba" pen it is not a good fit as the non patient end just keeps turning but is able to take the injection successfully. Date of event : unknown samples : yes

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm needle was difficult to operate. The following information was provided by the initial reporter:   the consumer reported that when attaching pen needles to the "teshiba" pen it is not a good fit as the non patient end just keeps turning but is able to take the injection successfully. Date of event: unknown. Samples: yes.